Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, both devices had sealing issues. For the first device, the device had no seal, but there was an energy delivery and end tone, but there was no re-grasp alert. For the second device, it would not complete a sale. There was a re-grasp alert, end tone and energy delivery. There was bleeding of less than 10 cc and a blood transfusion was not needed. A harmonic scalpel was opened to finish. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.